Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three good faith effort (gfe) attempts were made to gain additional information from the customer. Customer did not respond. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the deflectable videoscope had a no-image issue. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the control unit had discoloration, the universal cord had a scratch, the video connector(slave side) had a crack, the video connector(slave side) was deformed, video connector had a crack, the video connector was deformed, due to wear of angle wire, bending angle in up direction did not meet the standard value, the number of a broken wire in bending tube blade exceeds the standard value. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.